Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor application, sensor wire remained in applicator. Patient's father reported no medical intervention.